Manufacturer narrative:
The ICD first underwent a status interrogation. Matching the clinical observation, the device status was eos, detected on (B)(6) 2016. Twenty-five (25) charge processes had been documented. The battery voltage was then checked in regard to the charge drawn from the battery, which proved to be not in accordance with expectations. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly, and it confirmed a discharged battery. The electronic module was then connected to an external voltage source and underwent an electrical function check. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. The test of the current uptake of the electronic module, in particular, proved to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. The battery was opened and visually inspected. During the visual inspection, a damaged insulator was detected between a neighboring electrode pair. This damage enabled an increased battery internal self discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was detected in the course of the analysis of the ICD. The clinical observation resulted from an increased self discharge of the battery. The electronic module proved to be free of defects.

Event description:
It was reported that battery depletion was detected 66 months after the implantation, during a follow-up. The ICD could not be interrogated and was explanted. The right-ventricular lead was connected to the new device. No deterioration of the patients state of health was reported.